Event description:
A pt reported experiencing hypoglycemia while using a one touch meter. Pt purchased ot meter in 2001. The next day, pt's blood glucose was 162mg/dl on ot meter. Based on ot meter reading, pt took 7u of actrapid insulin. After taking the insulin, pt experienced giddiness and blurring of vision. Pt took 4 spoonfuls of sugar as a preventive measure. After the event, pt noticed that both the test strips and control in the ot meter kit were expired in 10/2000 and 8/2000 respectively. Report has been received in the form of an email. No further information has been provided.